Manufacturer narrative:
A getinge service territory manager (stm) has advised that the unit in question was a loaner that was sent to the customer that had problems with their unit. When the getinge stm visited the customer site to evaluate both units, this loaner unit was already sent to back to the agility storage location so it could be inspected there. However, because the device left the hospital there was no way to troubleshoot the issue over the phone and it appears the customer cancelled the service request. If additional information is provided, we will submit a supplemental report.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) is repeatedly shutting down. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. The unit is located in the front office 3rd floor clarkson tower.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A supplemental report will be submitted when subsequent information is provided. Not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) is repeatedly shutting down. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. The unit is located in the front office 3rd floor clarkson tower.